Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak and build up on the unicel closed tube aliquotter (ucta) waste container located in the unicel dxc 660i synchron access clinical system. Customer was not exposed to waste or chemicals.

Manufacturer narrative:
On (B)(4) 2010 a field service engineer (fse) worked with the customer over the telephone. The fse ordered waste sump gaskets to be installed by the customer. This replacement has resolved the issue.